Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the reported blood leak at the connection between the prismaflex set (male luer connector) and thermax bag (female luer connector). The specific defect that allowed the leakage was not visible. The batch review could not be conducted as the lot number of the disposable was not known. The reported condition was verified. The cause of the condition could not be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the connection of a prismaflex st150 set and a thermax blood warmer disposable during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced without the extracorporeal blood being returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.